Event description:
Philips received a complaint by the customer on the v60 indicating that a waveform did not occur in another machine the customer had. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a waveform did not occur in another machine the customer had. The remote service engineer (rse) performed a troubleshoot with the customer. It was discovered that the waveform for "l/min" was the waveform that did not occur in the other machine. The customer performed a preventative maintenance (pm) on the device and confirmed the pm passed. The rse informed the customer that the waveform is connected to the flow sensor assembly. The device also passed the flow test. The rse advised the customer to let the device run and blow out for 5 minutes and check if the waveform was still missing. The rse advised the last recommendation for repair would be to replace the flow sensor assembly. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.